Manufacturer narrative:
The reported event is confirmed - manufacturing related. A potential root cause for this failure could be imperfection in balloon due to process. Photo: received two (2) photo samples. Both photo samples showcase an overview a 3-way temp sensing catheter with cut portion of inlet tubing. Visual: received a used 3-way temp sensing catheter with cut portion of inlet tubing (without original packaging). Visual inspection noted no obvious defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the solution immediately leaked out of a 0.011" pinhole found at the trifurcation. This is out of specification which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A labeling review is not required because labeling could not have prevented the reported failure. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was placed to the patient in the operating room and spontaneously fell off on the next day in the intensive care unit (ICU).

Event description:
It was reported that the foley catheter was placed to the patient in the operating room and spontaneously fell off on the next day in the intensive care unit (ICU).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.